Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field. H3. - not returned to manufacturer.

Event description:
It was reported that while the patient was transferred to the CT, the device stopped ventilating due to a lack of o2 supply. The oxylog was not supplied from the central supply. An initial review of the logbook revealed no evidence of ventilator malfunction. At this time, it cannot be excluded that a user error contributed to the event. The patient died.

Manufacturer narrative:
The affected oxylog 3000plus was not available for the investigation. The available information and the logbook were examined with regard to the described event. An on-site inspection of the device by the service technician did not reveal any faults with regard to device function and alarming. There is no evidence in the logbook for a prolonged lack of o2 supply / empty o2 bottle. Until the device was turned off at 19:22, there were entries for a high airway pressure (paw high) and a high exsp. Minute volume in the logbook, therefore a lack of o2 supply can be excluded. Analysis of the logbook further indicated that several entries were briefly entered in the log for "prepressure low," but there was no evidence of an undersupply due to a lack of ventilatory pressure except for one time at 18:42. At 18:42, the device alerted "prepressure low," followed by "apnea" and "mve low." This indicated a brief (for about 1-2min) inadequate airway pressure after the collapse of the supply pressure. Whether this is related to the bottle change reported by the user remains unclear, possibly this took place around 16:42 (18:42 according to the time offset in the logbook), when the device briefly detected a collapse of the supply pressure and a lack of airway pressure. In the event of a technical fault, the device alarms visually and acoustically, and in the event of a power failure, only acoustically. In the event that sufficient ventilation function is no longer provided by the device, the operating instructions stipulate that an alternative ventilation option must be kept ready. Based on the available test results, no device-related cause for the problem could be identified. There are no indications in the logbook that point to a device error. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that while the patient was transfered to the CT, the device stopped ventilating due to a lack of o2 supply. The oxylog was not supplied from the central supply. An initial review of the logbook revealed no evidence of ventilator malfunction. At this time, it cannot be excluded that a user error contributed to the event. The patient died.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that while the patient was transferred to the CT, the device stopped ventilating due to a lack of o2 supply. The oxylog was not supplied from the central supply. An initial review of the logbook revealed no evidence of ventilator malfunction. At this time, it cannot be excluded that a user error contributed to the event. The patient died.